Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited variation in p-wave sensing and high capture threshold which resulted in failure to capture. The ra lead was capped and replaced on (B)(6) 2025. The patient was discharged.